Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited noise which could be reproduced with isometrics. The patient was in stable condition. No intervention or additional information was available at this time.